Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection occurred and was suspected to have been caused by the arterial sheath or the micropuncture kit. The physician placed an additional stent to cover over the dissection. The patient's clinical condition after the completion of the procedure was reported as stable. At this time, it is unknown if the reported failure is related to a silk road medical device failure, hence, the event will be reported out of abundance of caution.

Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. Complaints will continue to be reviewed and monitored for trends.